Event description:
The complainant stated when the brake was set; the caster wheel would not roll but would continue to rotate around.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. A follow up report will be sent once the customer discloses their investigation.